Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with cracked lens, and cracked battery compartment. Event history log review was performed and found evidence of reported problem. Visual inspections and functional testing were performed. The customer concern "e.c. 44510" was verified but could not be duplicated during the investigation. According to the investigation the customer may had caused the reported problem because the event history log showed that the error code was related to loss of power while running, which indicating that the batteries had died. Investigator's cleared the pump error code to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received that during bench testing of this smiths medical cadd solis vip pump, the pump exhibited error code "lec44510". It was reported that there was no patient involvement.